Event description:
It was reported that the patient experienced recurrent low blood glucose of 51 mg/dl after dinner while using the ilet, following corrections for pre-meal hyperglycemia of 254 mg/dl. The meal announcement was made during active insulin, which likely led to insulin stacking and subsequent hypoglycemia; the event was managed at home with oral glucose and guidance on meal announcement practices and correction strategies. Customer care provided support that included review of synchronized device report logs and user education on troubleshooting highs and correcting lows. Investigation of this case revealed that the timing of the meal announcement during ongoing corrections and insulin on board likely resulted in stacked insulin and a subsequent low. No symptoms associated with low and high blood glucose reported. Outcomes included resolution of the low with oral carbohydrate and no escalation of care. It was concluded that user timing contributed to the hypoglycemia, and education on meal announcement best practices was provided to mitigate recurrence.